Manufacturer narrative:
The codman electrosurgical irrigator (901001irro) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the codman electrosurgical irrigator noted that the fuse required replacement. No other faults were found. The two fuses were replaced to address the issue. The irrigator has been checked and safety tested. Root cause analysis: it was determined that a potential cause of the reported failure may be related to a power surge and/or weakness of the blown fuse.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the f2 amps fuse of the codman electrosurgical irrigator (901001irro) was blown. It is unknown under what circumstance this event occurred; however, no injury or surgical delay has been reported.